Manufacturer narrative:
Per the case notes, a material only spare part order was shared with the customer to resolve the notes issue. At the time, the part requested was currently not available. A good faith effort has been made to confirm any follow-up details on the case, and it was confirmed that the order was never completed and the customer didn¿t accept it. Philips is unable to rule out that a malfunction did not occur. As the customer did not respond to the material only spare part order, the equipment was not repaired or evaluated, so a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device's batteries are depleted. There was no patient involvement.